Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 273 mg/dl. During troubleshooting with tandem technical support the customer alleged boluses were not accurate. In addition, the pump supplies were in use for three days with humalog insulin. Tandem technical support educated customer regarding cartridge or insulin labeling. Customer delivered a bolus to address bg level. Customer declined to further troubleshoot with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.